Event description:
The user experienced issues with bicarbonate qc and high results from patient serum samples. Of the data provided, the results for 12 patient samples and 2 random qc samples were discrepant. The patient sample were in becton dickenson brand sst tubes, either 16 x 100, 13 x 100 or 13 x 75. All results are in meq/l. Sample 1: initial result was 37, repeat result was 26. Sample 2: (B) (6) female, initial result was 37, repeat result was 25. Sample 3: (B) (6) female, initial result was 38, repeat result was 27. Sample 4: (B) (6) female, initial result was 36, repeat result was 25. Sample 5: (B) (6) male, initial result was 34, repeat result was 23. Sample 6: (B) (6) male, initial result was 36, repeat result was 26. On (B) (6) 2010: sample 7: (B) (6) male, initial result was 36, repeat result was 28. Sample 8: (B) (6) female, initial result was 34, repeat result was 26. Sample 9: (B) (6) female, initial result was 37, repeat result was 28. Sample 10: (B) (6) male, initial result was 35, repeat result was 26. On (B) (6) 2010: sample 11: (B) (6) male, initial result was 31, repeat result was 24. Sample 12: (B) (6) female, initial result was 35, repeat result was 26. None of the incorrect bicarbonate results were reported to the physicians and there was no adverse impact to the patients. On (B) (6) 2010, qc level 1 tested at the beginning of a patient result was 16, in the middle of the patient run was 23 and after recalibration was 16. Qc level 3 tested at the beginning of a patient result was 31, in the middle of the patient run was 38 and after recalibration was 30. The bicarbonate reagent lot number was 61565001. The field service representative determined the r1 syringe was slightly leaking. He also suspected an issue on the sample probes. He replaced all syringe tips, cleaned and decontaminated the water pressure container and wash stations. He replaced both sample probes and probe air dryers, checked the valve cleaners and cleaned the dip trays and wash ports. He verified the analyzer operation by running calibration, controls and performing a check test and precision testing with all results okay.